Event description:
The hcp reported that the pt was experiencing a return of spasticity. "Recent catheter revision didn't correct problem." The pump reservoir volume was estimated to be 12.5ml by the programmer, but the actual was 9ml. The hcp also had trouble accessing the reservoir - "valve shut down. Couldn't access after 5 minutes." The pump was explanted and replaced and returend to the MFR for analysis. A follow up report will be sent when add'l info is received.